Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified popliteal artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.